Event description:
Instrument 3 of 3. Healthcare professional reported inconsistent pt results with a hemochron signature elite and act-lr system. The pt was having a cardiac ablation procedure performed. Hemochron signature elite and act-lr testing was being used to monitor the anticoagulation status while the pt was receiving heparin. The target time to initiate the procedure was set at 300 seconds. Serial results were tested on three separate instruments during the course of the ablation. Results were inconsistent, instrument-to-instrument with some values exhibiting >10% variance. The procedure was completed without incident. No pt or adverse events reported.

Manufacturer narrative:
(B)(4). The associated cuvette lot for this instrument is #g4jlr132. Instrument 1 of 3 reported under MDR 2248721-2014-00056, instrument 2 of 3 reported under MDR 2248721-2014-00057. Method: actual device not evaluated. Process eval performed. No ncrs or anomalies were identified for this instrument. Cuvette device history records were reviewed and found to meet specifications. Results: no results available since no eval performed. Conclusions: device not returned.